Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was resetting. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned from investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) was resetting.